Event description:
Medtronic received information that a pacing-dependent patient was successfully treated for unspecified temporary adverse effects experienced when a temporary pacing wire fractured while a dressing was being removed. The exact date of the incident, and other details regarding the fracture and the adverse effects, were not provided by the health care facility. Additional information has been re quested.

Manufacturer narrative:
It was reported that the lead was not available for return. The event investigation remains underway. A supplemental report will be filed when additional information is received or when the investigation is completed. (B)(4).

Manufacturer narrative:
The lot history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A supplemental report will be filed if additional information is received or if the device is returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.